Manufacturer narrative:
As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. The service found that the thrust force was out of specification (reduced), and for this reason it was recalibrated. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump set off "error 5".